Event description:
Initial info rec'd from pt via email 03/18/2007. Pt reported being seen and treated in an ER for an "infection" in both eyes. The pt provided a faxed copy of the ER instruction form. The form indicated that the pt presented in 2006 and was diagnosed with a "corneal infection both eyes." The pt was instructed to "discontinue contact lens wear, vigamox every hr while awake in both eyes and cyclogel 3 times a day, both eyes can use less after weekend right eye." Multiple attempts were made to obtain add'l info. No further info is available at this time. As an infection may or may not be a serious injury, info available insufficient to determine if a serious injury occurred. Event is being reported for the right eye as worst case.

Manufacturer narrative:
Device labeling single use or reuse.